Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, version #: 2.1.0. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was not able to connect to the imaging system. They brought in another navigation system that was also unable to connect. They completed the case with a c-arm. Troubleshooting included the manufacturer representative trying to verify the navigation system on the mobile view station (mvs) and it was unsuccessful. Then they were able to successfully verify the electronic picture archiving and communication systems (pacs) network on the mvs. The navigation system was not configured to talk to pacs to test. The rep then logged into admin and re-entered the network configuration and was able to verify with the imaging system. Imaging was aborted causing less than an hour delay in the case. No impact on patient outcome.

Manufacturer narrative:
Case description, and it was determined that the behavior described is the intended behavior of the software. Software is functioning as designed. Codes are applicable. If information is provided in the future, a supplemental report will be issued.